Event description:
It was reported that the video system center exhibited color flickering on the image display, and error b30 (scope communication error) occurred. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.